Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 210 mg/dl at the time of incident. The user alleged the insulin pump was under delivering insulin as it was not giving correct units of insulin. Customer¿s other relevant blood glucose levels were above 200 mg/dl and 196 mg/dl. Customer performed self test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be and reservoir will not be returned for analysis.